Event description:
Hcp reports the patient presented with signs of infection including fever, redness, swelling, drainage, pain and incisional wound opening. The device was implanted in 2006. Perioperative antibiotics were administered. The patient did not have meningitis. The primary location of the infection was the device pocket and the lead track. A culture was obtained, but no source or results were reported. The patient was treated with both IV and oral antibiotics and underwent total device system explant approx 2 months later. The device was not returned to the manufacturer for analysis. The infection resolved. The patient outcome is reported as ongoing.